Event description:
A consumer reported via a manufacturer representative (rep) that they experienced a burning or pricking sensation at the implantable neurostimulator (ins) pocket. The patient also experienced jolting that goes from the pocket to the low back. The pocket sensation occurs even when stimulation was off, but when stimulation was turned on the patient noticed the sensation right away. The patient was still getting stimulation and it was worked well for what it was implanted for. There were some areas that stimulation didn¿t reach but that was due to the patient¿s disease. They checked therapy and electrode impedance and both were normal. There were no falls or trauma related and the issue was not related to positional movement. The jolting sensation appeared to be random. The physician was going to ¿work-up¿ the patient as they thought this burning and jolting sensation may be related to something else. The patient was going to have an x-ray done. The device was indicated for failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the rep indicated that the patient was being evaluated for issues not relating to the ins.

Event description:
Additional information received from the manufacturer representative reported that the patient's x-rays looked normal. All impedances were within normal limits. The healthcare professional (hcp) had ordered a magnetic resonance imaging (MRI) to rule out any medical issues related to the patient's spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.